Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that as of 25-jun-2018 the patient was no longer in the hospital. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hospital medical records department who reported that on (B)(6) 2018 ems (emergency medical services) stated that the patient was unresponsive before arrival to hospital. In the ICU (intensive care unit) there was no report of unresponsiveness. There was no additional information provided to clarify what the issue was; what the cause of the issue was; or what additional actions/interventions, if any, were taken to resolve the issue. The current status of the device was noted to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 11.393 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2018 the patient was unresponsive in the ICU (intensive care unit). The symptom had come on suddenly. The physician, who was not familiar with the pump, wanted to stop the pump. Additional information was received on (B)(6) 2018 from the company representative who reported that it was unknown if there was a device issue, patient/therapy issue, or procedural issue that caused or contributed to the patient being unresponsive in the ICU. The treating physician decreased the therapy by 50%. The device was still active. No further complications have been reported as a result of this event.